Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a flush/loose drive support disk. There was no compromised force sensor system alarm noted. The pump had a minor scratched display window, a cracked reservoir tube lip, and a scratched case.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer was at camp and getting a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was elevated and customer was treated with a manual injection by the nurse at camp. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.